Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they started getting up 4 times a night, sometimes 5, about 6 months ago. Patient said prior to implant, the patient was waking up maybe 7 times per night. Patient wanted to know how they can start using the bathroom less. Agent reviewed stimulation expectations with patient. The patient's wife also reported that the patients implant has moved down about 6 inches, and they have been tracking it with a magic marker. Agent reviewed stimulator movement and possible effects on therapy. The patient was redirected to their healthcare provider to further address the issue. Patient will continue to make stimulation adjustments and monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.